Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to insulation damage at the lead body. The lead was never in service. No adverse patient effects were reported.